Manufacturer narrative:
Other applicable components are: product ID: 3708660 lot# serial# (B)(4), product type: extension; product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3389s-40, lot# va194ej, product type: lead; product ID: 3389s-40, lot# va194ej, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 23-aug-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 23-aug-2020, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-jun-2019, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that device registration received a call from the patient and they stated their whole dbs unit was removed due to infection. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient still has a sore spot on their scalp, however, they are done with antibiotics.